Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent power source alerts after plugging the pump into a wall outlet using the usb cable and wall adapter. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was 117 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes using an alternate usb cable and wall adapter. Customer acknowledged. Upon follow up, the customer reported that the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source using an alternate usb cable and wall adapter.